Event description:
The customer contact reported device breakage of the semi-rigid adapter of the clave secondary port. The tubing set was being used to deliver an unspecied concentration of cisplatin, at an unspecified rate, via a plum pump. It was reported that no medication or solution was to be delivered via the clave secondary port. Approximately twenty minutes after the delivery was started, it was reported that after the patient returned from the bathroom, the patient noted solution was dripping from the pump. At this time, the nurse reported that an unspecified volume of solution leaked at the clave secondary port at the bottom where it meets the cassette. In addition, it was reported that approximately 10-20ml of solution leaked into the cassette area of the pump and out the bottom of the pump. The customer contact reported that the clave secondary port was still connected to the semi-rigid adapter. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the pump were replaced and the therapy was resumed. The customer contact reported a delay in therapy; however, there were no reported adverse patient effects. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
One used device from an unspecified lot number was received for testing and evaluation. In addition, one secondary tubing set and a microclave connected to the option-lok were received. Visual inspection of the device revealed that the clave at the secondary port of the cassette was partially broken off. There are white drag marks indicating the use of force. The lot number of the device that was in use is unknown. The lot number of the device that was in use is unknown. The customer contact identified two possible lot number (plots). The two possible lot numbers are 440515h and 420695h. Hospira has completed a formal investigation to address this issue. According to the results of the investigation, the root cause of these events is that the design controls for this design of the cassette which semi-rigid adapter configuration did not considered the user needs with the clave directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.